Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a denovo occlusion of the sfa distal third in the right leg treated with a 6.0 x 100mm stent. On (B)(6) 2020 a restenosis of the treated segement (target lesion) was identified. There was loss of primary patency and additional stenting, with percutaneous transluminal angioplasty and drug coated balloon on (B)(6) 2020. The outcome of the event is that it is resolved and the patient has recovered. The biomimics 3d devices remain implanted.